Event description:
Info received indicates, the foot casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician found the transfer link was broken at the brake steer tube. The technician replaced the transfer link to repair the stretcher.